Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, within mins, using different finger sticks and strips. Her results were 126, 60 and 92 mg/dl. She did not have any symptoms. Two control tests were done 126 (82-123), and using a new vial of test strips, in range, 117 (82-123). The rptr stated that she had difficulty getting enough blood for a test. On followup, since she did the above tests, she has switched penlets, and has no problem getting enough blood. The lifescan rep reviewed testing technique, qc procedures, and proper cleaning of the meter parts.